Event description:
It was reported that the patient presented in-hospital after receiving a shock. A message was received that there was aborted shocks due to possible output circuit damage. Low impedance noted. Lead issue suspected. System was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received as received, the lead was returned in several pieces. Analysis found internal abrasions in two locations including between the rv and svc shock coils and below the svc shock coil. External abrasion was found to the lead body in three locations proximal to the suture sleeve. In two locations, the svc conductors were exposed. In one location, the rv conductors were exposed and melted. The abrasions are consistent with friction against the ICD can.